Event description:
Boston scientific received information that this device was successfully implanted. Post implant, a atrial node ablation procedure was performed. When the radio frequency (rf) was started, a five second pacing pause was noted. The rf was stopped and pacing commended. Rf was applied again and no pacing pauses were noted. The device was programmed to vvi 30bpm pacing mode. An internal technical service (ts) consultant was contacted and provided the instructions for precautions when performing rf ablation designed to prevent pacing inhibition. No adverse patient symptoms were reported.

Manufacturer narrative:
According to available information, this device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.